Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine wall"), pelvic pain ("pelvic pain / pain") and menorrhagia ("menorrhagia") in a 45-year-old female patient who had essure (batch no. 12392801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, vitamin d deficiency since (B)(6) , cervicalgia since (B)(6) 2016, adenomatous goiter, carpal tunnel syndrome since (B)(6) , dysfunctional uterine bleeding, anogenital warts, night sweats, hot flashes, menopausal syndrome and adenomyosis. Concomitant products included colecalciferol (vitamin d3) since (B)(6) , hydroxychloroquine phosphate (plaquenil) since (B)(6) , naproxen since (B)(6) 2018 and pantoprazole (protonix) since (B)(6) . On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 4 days after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced headache ("headaches"), weight increased ("weight gain"), back pain ("lower back left side radiating to buttocks left side") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy)), surgery ((B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fatigue, headache, weight increased and allergy to metals outcome was unknown and the pelvic pain, menorrhagia, alopecia, vaginal haemorrhage, back pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device expulsion, fatigue, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, menorrhagia, pelvic pain, dyspareunia, low back pain,¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("migration of essure device location of device: uterine wall"), pelvic pain ("pelvic pain / pain") and menorrhagia ("menorrhagia") in a 45-year-old female patient who had essure (batch no. 12392801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, vitamin d deficiency since 2011, cervicalgia since (B)(6) 2016, adenomatous goiter, carpal tunnel syndrome since 2013, dysfunctional uterine bleeding, anogenital warts, night sweats, hot flashes, menopausal syndrome and adenomyosis. Concomitant products included colecalciferol (vitamin d3) since 2014, hydroxychloroquine phosphate (plaquenil) since 2003, naproxen since (B)(6) 2018 and pantoprazole (protonix) since 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 4 days after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2009, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced the first episode of back pain ("chronic back pain"), headache ("headaches"), weight increased ("weight gain"), the second episode of device expulsion ("migration of essure device location of device: uterine wall,"), the second episode of back pain ("lower back left side radiating to buttocks left side") and abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy)), surgery (B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, vaginal haemorrhage, the last episode of back pain and abdominal pain had resolved and the fatigue, headache, weight increased, the last episode of device expulsion and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, fatigue, headache, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of device expulsion, the second episode of back pain and the second episode of device expulsion to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, menorrhagia, pelvic pain, dyspareunia, low back pain,¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs, lab data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, ration of essure device location of device: uterine wall, migration of essure device location of device: uterine wall, nickel allergy, lower back left side radiating to buttocks left side and abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine wall"), pelvic pain ("pelvic pain / pain") and menorrhagia ("menorrhagia / heavy menses / I had very large blood clots (larger than palm on hand) several times daily") in a 45-year-old female patient who had essure (batch no. 12392801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, vitamin d deficiency since 2011, cervicalgia since (B)(6) 2016, adenomatous goiter, carpal tunnel syndrome since 2013, dysfunctional uterine bleeding, anogenital warts, night sweats, hot flashes, menopausal syndrome and adenomyosis. Concomitant products included colecalciferol (vitamin d3) since 2014, hydroxychloroquine since 2003, naproxen since (B)(6) 2018 and pantoprazole (protonix) since 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced the first episode of fatigue ("fatigue"), 4 days after insertion of essure. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced headache ("headaches"), back pain ("lower back left side radiating to buttocks left side"), abdominal pain ("abdominal pain"), the second episode of fatigue ("extreme tiredness by end of day"), metrorrhagia ("periodic break through") and decreased interest ("loss of interest in activities outside of work") and was found to have weight increased ("weight gain"). The patient was treated with surgery (B)(6) 2016 (hysterectomy with bilateral salpingo-oopherectomy) and underwent ablation in (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, headache, weight increased, allergy to metals, the last episode of fatigue, metrorrhagia and decreased interest outcome was unknown and the pelvic pain, menorrhagia, alopecia, vaginal haemorrhage, back pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, decreased interest, device expulsion, headache, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, menorrhagia, pelvic pain, dyspareunia, low back pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: events- "extreme tiredness by end of day, periodic break through, loss of interest in activities outside of work" added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, fatigue, alopecia, headache and weight increased outcome was unknown. The reporter considered alopecia, back pain, fatigue, headache, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.